Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation, and she had rib stimulation. Reprogramming did not resolve the issue. An x-ray was performed, which revealed the lead had migrated. The physician revised the lead surgically; moved the lead for better coverage. At the postoperative follow up, it was determined the issue was not resolved. On (B)(6) 2011, the physician replaced the patient's lead. It was reported the patient was receiving coverage with the replacement.